Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level ranged from 108-127 mg/dl. Subsequently, a cartridge change error occurred when the customer attempted to load a new cartridge. The customer's blood glucose level ranged from 230-231 mg/dl. The customer reloaded the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.